Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# j0108055v, product type: lead. Product ID: 7495-51, serial# (B)(4), product type: extension. Product ID: 3487a, lot# j0108055v, product type: lead. (B)(4).

Event description:
Information received from a consumer reported that she had problems with her first implant. The device was never placed correctly and did not have a proper pocket. Information received from a health care provider reported that during implant surgery, the implantable stimulator was placed in the spine at the appropriate level and was tested. Subcutaneous blunt dissection was carried out to the myofascia and the myofascia was nicked. The implanted wire holder was placed into the appropriate position and the wire placement was checked via fluoroscopy and was unchanged. The spinal cord generator was activated and found to be functioning properly. It was noted that the patient tolerated the procedure well and was taken to the postanesthesia care unit in stable condition. The consumer reported that she had eight surgeries/revision attempts including trying to move it to the other side. On (B)(6) 2001, the consumer underwent a laminectomy at the first and second lumbar vertebrae levels on the left side with placement of an electrode array. The preoperative diagnosis was a failed ¿neural¿ stimulator. It was noted that the spinal cord stimulator appeared to be malfunctioning. During the revision the leads were found and appeared to have retracted from the cord canal. Laminectomies were performed to a size wide enough to accommodate the implantable neural stimulator lead. The lead was placed at the appropriate level with fluoroscopy. The consumer responded to appropriate coverage of the left leg and foot with activation of the lead and stimulator. It was noted that the consumer had tolerated the procedure well and was taken to postanesthesia care unit in stable condition. The stimulator was checked in the postanesthesia care unit and the painful regions of the consumer¿s left lower extremity were covered. The post-operative diagnosis was a failed neural stimulator lead to the spinal cord stimulator. On (B)(6) 2011, manipulation and adjustment of the spinal cord generator was performed. The pre-operative diagnosis was prominent spinal cord stimulator generator. The generator¿s suture was cut and the generator was then rotated 180 degrees and new sutures were placed. It was noted that the patient tolerated the procedure well and was taken from to the recovery room in stable condition. The post-operative diagnosis was also prominent spinal cord stimulator generator. The device was later explanted. It was noted that when the new implant was done the consumer had hours of scar tissue removal from the previous implant, so they went in through the thoracic spine. The issues occurred during use. The consumer¿s relevant medical history was noted to be complex regional pain syndrome type 1, reflex sympathetic dystrophy of the left lower extremity, and spinal pain. See regulatory report number 6000032-2015-00179 for the report of a lead fragment left implanted after one of the revisions.